Event description:
It was reported that an alarm 31 occurred. There was no reported impact on the customer¿s blood glucose level. The customer was advised to return the pump for further inspection and was provided with a replacement pump. The customer reverted to an alternate method of insulin therapy.